Manufacturer narrative:
Based on the available information, the event is deemed to be a reportable serious injury. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Additional information has been requested but has not been received to date. Should additional information become available, a follow up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that a (B)(6) female end user complained of redness, itching and some bleeding under the tape collar. The end user stated that ¿the redness of the skin began (B)(6) 2017.¿ the end user was seen by her physician and was given a diagnosis of a fungal rash. He prescribed nystatin powder, an (unknown) protective skin barrier wipe and 2 courses of oral diflucan. With this treatment the end user reports the redness took an unknown number of weeks to resolve.